Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A family member reported her mother, the customer, obtained unspecified high glucose values when scanning the adc freestyle libre 2 sensor. On (B)(6) 2020, the customer suffered a fall and lost consciousness for "about 20 minutes." Hcp contact was made and the family member thinks that her mother was treated with an injection of glucose by an hcp for treatment. The customer is currently in the hospital no further information was provided. There was no report of death or permanent injury associated with this event.